Event description:
It was reported that when the anchor was used on the patient's patella, the tip broke. No patient injury or significant delay were reported. Back up device was not available.

Manufacturer narrative:
One 72202597 twinfix ultra ha 4.5mm suture anchor product reported on. Due to product unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited. If objective evidence becomes available, the complaint will be revisited. Factors that may affect device performance include: device storage and transit, surgical and device ability, procedure location and tissue condition.